Event description:
It was reported that customer's insulin pump alarmed during normal use. Customer was advised to change the battery. Customer could not clear the alarm by pressing esc and act. Customer's blood glucose is 298 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test and basic occlusion test. No alarms noted. Insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, received with minor scratches on display window and missing end cap sticker.